Event description:
Provider advised he is experiencing an issue with the anti tippers breaking at the receiver on some solara 3g chairs he has. Provider wanted to make a product improvement suggestions for us to look into the connection point where the top of the anti tippers connect to the receivers.